Manufacturer narrative:
Batch review performed on 08 june 2020: lot 146172: (B)(4) items manufactured and released on 24-nov-2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 1-1-2016.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. 4 years and 9 months after primary surgery the surgeon performed a washout and swapped the poly. The surgery was completed successfully.